Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The barcode reader was replaced on 20-jun-2024 as a preventative action. Product labeling states: "to prevent undetected barcode read errors, use barcodes with check digits." The investigation is ongoing.

Event description:
There was an allegation of a suspected sample barcode mismatch for 2 patient samples on a cobas c 513 analyzer. It was alleged that sample a (ID: (B)(6) was incorrectly read by the barcode reader as ID: (B)(6). The hba1c result of 6.7% was uploaded to the cobas infinity software and sent to the customer's middleware to be reported outside the laboratory. On (B)(6) 2024 sample b (ID: (B)(6) was loaded for testing, but the system showed a test result had already been reported for the sample ID. The hba1c test was ordered for sample b (ID: (B)(6) and the result was 7.2%. An amended report was sent with the correct result.

Manufacturer narrative:
The investigation found the system was missing the barcode check digit setting. The investigation did not identify a product problem.